Manufacturer narrative:
The reagent lot number is 76516101 and the expiration date is 30-jun-2024. The field service representative (fsr) investigated the event and found that the customer calibrated the assay's applications on different dates; the customer replaced the sodium hydroxide (naoh) detergent without resetting the volume on the analyzer; the alarm trace showed a "water reservoir level too low" alarm; the sample probe was not adjusted in rinse stations and not washing correctly, and the naoh volume in the cell was low. The fsr adjusted the sample probe and the washing, adjusted the naoh levels, cleaned the water tank and filter, and performed wash reaction parts, cell blanks, and precision checks with acceptable results. The service maintenance actions performed by the fsr resolved the issue. A general reagent issue was excluded. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 whole blood patient sample on a cobas 4000 c311 stand alone system. On (B)(6) 2024, the initial result was 6.16% with a data flag. On 07-oct-2024, the sample was sent to another laboratory to be repeated and the result was 5.3%. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.